Manufacturer narrative:
The reported high impedance issue was confirmed. Microscopic inspection of the returned lead identified broken wires in the lead body. This is consistent with the observation made in the field. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported the patients lead displayed high impedance on all contacts. As a result surgical intervention was undertaken wherein the lead was explanted and replaced.